Event description:
It was reported by the customer mother, that customer had high blood glucose levels of 600 mg/dl. It was also reported that there were air bubbles in the reservoir. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.